Manufacturer narrative:
Analysis of the ins, model 37712, serial no. (B)(4), found the ins battery reduced capacity due to overdischarge. The ins passed functional testing, however, the battery capacity was significantly reduced due to the overdischarge that had occurred and recovered while the device was implanted.

Manufacturer narrative:
Information references :the main component of the system and other applicable components are: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported trying the recharging process with other (newer) recharger system. Charging time was increased but we arrived 4/5 load in one hour and after full load on this day, the battery load on the next morning was only 1/5 load again. The ins was replaced on (B)(6) 2016. The consumer was back on therapy and everything was fine now.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported the implantable neurostimulator (ins) was not used for months, and now the rechargeable battery discharged much too fast. No external factors were noted to have led to the event. The ins was recovered from the ¿deep discharge protection¿ with the recharger (1/3 charge), fixed date, checked impedances and programs with the clinician programmer (normal), again charging necessary (1/3), switch ins ¿on,¿ stimulation was as expected, ins ¿off ,¿ recharge to 1/1 (full), after 2 the ins was in ¿deep discharge protection.¿ with another new recharger, the recharging took longer. After 1.5 hours recharging the ins battery was at 3.925 v. At home, the consumer recharged the ins till it showed ¿fully recharged¿ and the next day the ins battery showed 0.25, reportedly meaning the battery discharged very quickly. Review of the data noted that the device overdischarged, which will permanently affected the ins and charging sessions may be more frequent because battery capacity has been reduced. Intervention was ongoing and the issue was not resolved at the time of the report and the issue was not resolved. The consumer was very unhappy with the situation and needed stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.